Event description:
It was reported to tyco healthcare/kendall on 04/18/2008 that a customer had a problem with the heparin prefilled syringes. The customer reports, "I've had 2 serious allergic reactions to the heparin you sell".

Manufacturer narrative:
Submit date 4/23/2008. An investigation is currently underway. Upon completion, the results will be forwarded.